Manufacturer narrative:
A field service engineer (fse) visited the customer site on (B)(6) 2017. The fse removed debris from photo sensor. The analyzer in now operational, and no further action is required by field service. The most probable cause of the reported event was debris in x1 axis photo detector. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017 a customer reported a x1 axis error with their g8 analyzer. The customer is unable to hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.